Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. They were unable to verify the missing segment due to physical damage to the lcd glass. The pump was received with a minor scratched lcd window, a cracked case at the display window corners, a cracked lcd window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he accidentally dropped the insulin pump and now the screen is damaged. Customer stated that he dropped the pump on a hardwood floor and he cannot read the screen. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that the pump has a dark shaded area inside the screen in the upper right hand corner. Customer stated that the screen is black and there is nothing on the top third of the screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.